Event description:
The customer reported to olympus that during preparation for use, there was a bad image quality noted on the camera head. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a poor color image due to a faulty charged coupled device. Additionally, the evaluation revealed the following findings: a small cut on the cable and leak test failure. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that color image failure occurred due to faulty charged coupled device. As to the cause of the faulty charged coupled device, it is probable that it was broken because water entered from the scratched part of the cable. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.